Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece with a stylet inserted. The reported event for lead damage was not confirmed. Visual inspection of the lead revealed no anomalies to the lead body insulation. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was within product specification. The reported event for decreased sensing was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Event description:
Additional information was received indicating that the right ventricular lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
It was reported that there was a decrease in sensing on the right ventricular (rv) lead. It was suspected that the cause of the decreased sensing was lead damage and dislodgement of the rv lead. An explant procedure is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.